Event description:
A customer contacted global technical services (gts) regarding a system error (se) (B)(4) alarm on the homechoice (hc) unit during dwell (B)(6). The technical service representative (tsr) assisted the home patient (hp) to review the alarm log. The hp stated a se (B)(4) alarm was found in the log. The tsr explained the alarm. The hp stated a supply bag fell and disconnected. The tsr then assisted the hp to retrieve the cassette. The tsr advised the hp to let the nurse (rn) know about the alarm. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated this report was an isolated incident and he did not feel it was a product issue. The hp stated he was not sure why the bag fell; the hp confirmed it had never happened before and hasn't happened since. The hp stated he was feeling fine and reported no adverse event as a result of this incident. The hp confirmed the product had been discarded. No further information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).